Event description:
It was reported that during a video assisted lobectomy procedure, the staples were not fully crimped in the center of the staple on the pulmonary vein. A clip applier was used to complete the case with no patient consequence. A small amount of blood loss, but not enough for a transfusion.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the atw35 device was received in good visual condition and with four white cartridge reloads present. The cartridges were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.